Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was exposed to water and insulin pump shuts off and did not deliver the insulin. The blood glucose was 200 mg/dl at the time of the incident. Customer stated that, the pump display went blank immediately after pump exposure to moisture. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor,